Event description:
The user facility reported for an automated impella controller (aic) there was a controller failure (red alarm). There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. There were no entries in console logs on the reported day of event, 2022-04-07. Based on all available logs between 2022-03-29 and 2022-05-04 we were unable to identify any issues that would match exactly the problem description "a few times, after turning on the console, it will say controller failure. It will resolve, but it keeps happening". Events on 2022-04-05, specifically a single "piston blocked" event, several purge fluid not detected error messages, as well as purge system open alarms (#407) and air in purge system alarms (#404) during purge changes, may have been what the complaint referred to as "purge issues". On the same day (during same case), there were also two controller failure alarms (#414) triggered by "purge pressure sensor defective" condition, that self-resolved within seconds, which presumably prompted the complaint narrative. Alarms #414 were most likely due to purge line leak or use issue rather than malfunction of the purge pressure transducer, as evidenced by valid values of purge pressure signal during the event. This alarm condition could have been triggered by a small leak which resulted in measured pressure not increasing during forward stroke of purge cassette piston - a condition that triggers alarm #414 as per design (0042-9702). Same purge cassette was removed and re-inserted a few times during the case, apparently as troubleshooting attempts. Alarms #407 and #404 were most likely caused by an open line or disconnected luers (use issue). Neither the pump or purge cassette were returned for investigation. No irregularities were discovered during testing of the console in danvers, and the console operated within specification - including the purge system that underwent additional thorough testing as per sec. The cause of the issue was most likely use related. This report is being filed as part of a retrospective review of historical records.